Event description:
The complainant reported a patient in cardiomyopathy/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, bleeding from the anastomotic site and disseminated intravascular coagulation occurred, requiring blood to be transfused to the patient. The weaning was successful, the device was removed, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.